Event description:
Field nurse reported that ms3 pump giving errors. First it stated there was a blockage, then it simply said system alert sn (B)(4). Pump was replaced and malfunctioning pump will be returned. Unknown if harm to patient. Unknown if patient was using pump during this time. No other information provided. Dates of use: unknown. Diagnosis or reason for use: #1 127.0.